Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that latch sensor was loose and not aligning with magnet. A field service engineer, secured sensor and performed preventive maintenance to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer failed to open. The customer reported that there was a delay in dispensing the medication as the customer retrieved medications from another pyxis. There were no adverse events or injuries reported based on this incident.